Event description:
Boston scientific received information that during a routine check, this right ventricular (rv) lead displayed high impedance measurements and complete loss of capture. It was confirmed that the rv lead had fractured. This lead was surgically abandoned and new rv lead was implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.